Event description:
Boston scientific received information that this right atrial (ra) lead dislodged when the patient pulled up to get out of bed. Subsequently, diaphragmatic stimulation along with loss of capture at maximum outputs were observed. The ra lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.